Event description:
It was reported that the touchscreen sporadically responds to presses. There was no impact to customer's blood glucose level. Troubleshooting with tandem technical services was performed and it was determined pump and touchscreen were functioning as intended.